Manufacturer narrative:
Batch review performed on 13-10-2025. Cocr 01.25.013 cocr ball head 12/14 ø28 mm size l (k072857) lot. 092186: (B)(4) manufactured and released on 29-oct-2009 expiration date: 2014-08-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Liner: versafitcup dm 01.26.2856mhc double mobility hc liner ø28/dmh (k092265) lot. 091558: (B)(4) manufactured and released on 24-mar-2010 expiration date: 2014-05-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Stem: amistem h 01.18.135 amistem-h std. Size 5 (k093944) lot. 092522: (B)(4) manufactured and released on 11-12-2009 expiration date: 2014-oct-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Due to the lack of information, it is not possible to establish a definitive root cause, while the device history record review does not indicate any potentially related manufacturing issue.

Event description:
At about 15 years and 5 months from primary the patient was revised due to suspected poly liner wear identified during CT exam, also use of metal head led to suspect trunnionosis. During revision trunnionosis was confirmed while the liner did not seem to be too worn. Metal head was substituted with a ceramic one and liner with an hc one. Stem was not revised. Surgery completed successfully.